Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The reported complaint was confirmed. The failure was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure. Information has been added to the database for trending purposes.